Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported issue. The customer did not provide any batteries for testing along with their device, so physio test batteries were used for the evaluation. No power discrepancies were observed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer later contacted physio-control to advise that the reported loss of power issue did occur with a patient while the device was being operated on battery power. The customer further advised that power to the device was restored "after a few minutes." Physio has made multiple attempts to contact the customer, both via phone and in writing, in order to obtain additional information about the reported event and details about the patient; however, no response from the customer appears to be forthcoming.